Manufacturer narrative:
Follow-up #1: date of submission 09/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/26/2016 with the following findings: corrosion was observed in the battery compartment. The battery compartment was cracked above and below the bumper pad. The battery cap was not returned. A test battery cap was able to secure to the pump. The pump was unable to power on; there were no audible or vibratory sounds. The attempt to download the pump history and black box was unsuccessful. The investigation steps were unable to be completed due to a no power issue with the pump. A leak test failed due to battery compartment leak. The pump cover was removed; internal moisture damage was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. There was reportedly moisture and corrosion in the battery compartment. There was no indicaiton of damage to the pump. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.